Event description:
This will be filed to report a steerable guide catheter (sgc) leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a dilated left atrium. The first clip was advanced, however perpendicularity to the valve could not be achieved due to a suboptimal transseptal puncture and patient anatomy. Subsequently, both the clip delivery system (cds) and the sgc were removed to repuncture the septum. Upon functional testing outside of the patient, it was noticed that the sgc would no longer hold flud column. The sgc and cds were exchanged and the procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss of fluid column could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.